Event description:
It was reported that during impaction, the surgeon began to impact the glenoid and the cage popped off of the glenoid while the it stayed intact to the bone. The glenoid was removed from the bone and a new one was used. There was a delay but it did not cause any adverse events due to this incident. Patient was last known to be in stable condition following the event. Devices will not be retuning, they were thrown out after the case.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) the disassembly/prosthesis fracture of the cage glenoid reported may have been the result of impacting the glenoid off-axis, creating a torque/bending load on the center cage. However, this cannot be confirmed because the device was not available for evaluation.